Event description:
It was reported that the ventilator alarmed for a communication error. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Our fse (field service engineer) was on site and investigated the reported issue. The reported errors are indicating communication or control printed circuit board (pcb) error during start up and internal memory error. As a remedy for both errors, the service manual recommends control pcb to be replaced. Fse replaced the pcb and the ventilator passed all the functional and safety tests and returned to clinical use. The logs could not be provided by the fse. The hospital kept the faulty part. Therefore further investigation was not possible. The root cause of the reported errors is the faulty pcb board however it was not possible to find the reason of it being faulty with the existing information.

Event description:
Manufacturer ref.#: 233447.